Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer reported they were unable to clear the alarm and rewind pump. Customer stated that drive support cap was normal and insulin pump was not exposed to high magnetic environment. The trouble shooting was performed. No harm requiring medical intervention was observed. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.